Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was reseated to resolve the issue. No patient information to date after calls to customer 06/15/22 and 06/17/22. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.